Event description:
The customer received multiple blood glucose readings of 26mg/dl on the contour meter, retested with a different bottle of strips and the reading was 245mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.